Event description:
Customer called to report obtaining indeterminate (ind) flags on troponin I quality control (qc) from the access 2 immunoassay system. The customer technical specialist (cts) assisted customer with troubleshooting the instrument issue by investigating the reagent inventory, during which it was determined that no pack was loaded into the reagent carousel. Customer then realized that customer removed the pack without updating the software. When a pack is unloaded incorrectly, the system software cannot detect that a pack has been unloaded from the system. The cts then verified that troponin I qc was valid after the reagent inventory was corrected. Customer confirmed that no erroneous patient results were generated or reported out of the laboratory; therefore, patient treatment was not affected. User error is the root cause for this pack misload event.

Manufacturer narrative:
The root cause of the pack misload event was due to user error. The issue was resolved with the troubleshooting guidance and reagent inventory investigation provided by the cts. Customer has not called back to report any further issues relating to this event. ((B)(4).)